Manufacturer narrative:
The device has not been returned to pmi as of 10/6/2008, so no investigation or eval could be performed. Pmi rec'd a medwatch report from a medical center dated september 16, 2008, which will be the link to this medwatch report. Eval summary: 2 reloads with one staple remaining on each reload (3rd outer left). One reload with 3 staples remaining on reload. (6, 7 outer left and 6 inner left.). Reload has an impression in the tissue bumps indicating the reload was clamped on some obstruction. All tissue bumps and retention bumps are not damaged. No abnormalities on the reloads or pushers that could contribute to this issue. Cover did come off on one reload. Root cause: the root cause for the issue random malforms could not be determined. The root cause for cover coming off could not be determined. Actions: these issues will be monitored to further investigate the root causes and trended to determine if corrective actions are warranted.